Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 07-mar-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015. According to reporter, insertion on left side was swift and on right side met some resistance at first, after a bit of waiting a swift insertion occurred. Patient presented short vasovagal reaction but recovered quickly. An appointment was made for a check-up with additional radiography overview abdomen, but patient did not show up. According to reporter, patient had so little complaints after the placement that she decided checking back was not necessary. In the beginning of (B)(6) 2016, the patient came back with a (B)(6) pregnancy test. Patient had missed abortion for which curettage under sedation was performed. On radiography abdomen, essure was not correctly in situ with suspicion of perforation. In consultation with another gynecologist, a laparoscopy with tubectomy will be followed. Case is in follow-up. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and got pregnant. She had missed abortion for which curettage under sedation was performed. It was also reported that essure was not correctly in situ with suspicion of perforation (suspicion of fallopian tube perforation). A laparoscopy with tubectomy will be followed. All these events are serious due to their medical importance and only the event missed abortion is unlisted in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. In this case, pregnancy was confirmed about 8 months after essure insertion. Therefore a causal relationship between the suspect insert and the reported pregnancy cannot be excluded. With regards to the suspicion of fallopian tube perforation, although it was not confirmed, based on its nature, a causal relationship with suspect insert cannot be excluded. Regarding miscarriage (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. Given the above mention information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, the reported event can be excluded. This case was regarded as incident since surgical intervention will be performed. Additionally, non-serious events were reported. Further information (questionnaire - uterine/tubal perforation with essure) and product technical analysis are being sought.

Manufacturer narrative:
Follow-up received on 09-may-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the assessment resulted in an unconfirmed quality defect. Follow up information (pregnancy and perforation questionnaires) received on 15-may-2016: patient's bmi was (B)(6). Essure was inserted on (B)(6) 2015 during follicular phase. The patient was (B)(6) post-partum at that time and she was breast-feeding at time of insertion procedure; her last delivery was not a c-section. The original appointment for essure placement was on (B)(6) 2015 however during this procedure a placental remnant was discovered and removed; the essure procedure was delayed. Essure insertion was considered difficult. The visualization of tubal os was easy with not more than 1500cc of fluid loss. Immediately after insertion, the patient had a vasovagal reaction, it was shortly and she had a quick recovery. She did not use another method of contraception after essure placement until blockage confirmation. Essure confirmation test was not done, the patient did not show up but it was explicitly mentioned to be necessary because of not easy placement of the right essure and because of vasovagal reaction. On (B)(6) 2016 the patient presented with (B)(6)-pregnant and unilateral right perforation of essure was noted; no other organ or intra-abdominal structures were perforated. The perforation occurred before deployment. The diagnosis of the perforation was made via laparoscopy; the right essure was positioned next to the tube in the myometrium. Essure on left side was in correct location. The pregnancy was confirmed by physician and essure was in situ after it diagnosis (discrepant information). Pregnancy became a missed abortion for which curettage was planned on (B)(6) 2016. Essure removal via laparoscopy was done in another clinic on (B)(6) 2016, a bilateral tubectomy was performed; according to the physician essure removal was medically necessary, the patient did not request the removal. Signs of infection or inflammation were denied. At the reporting time, the patient had recovered from the events. The (B)(4) authority reference number for this case is (B)(4). The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on (B)(4) 2016 for the following meddra preferred terms: pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Two (2).fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had a difficult essure insertion. Later, she got pregnant and had missed abortion for which curettage was performed. It was also reported that essure on right side was perforated and situated in the myometrium. A laparoscopic bilateral tubectomy was done and essure was removed. Only the event missed abortion is unlisted in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient non-compliance including failure to return for the essure confirmation test to determine if the inserts are in the correct location and tubal occlusion is present. In this particular case, patient did not return for the confirmation test. She had a pregnancy confirmed approximately (B)(6) months after essure insertion and a fallopian tube perforation was also diagnosed. This perforation in association with patient's non-compliance could be alternative explanations for the reported device failure (pregnancy). However; considering events' nature, causality with essure cannot be excluded. Regarding missed abortion (spontaneous abortion), it is the most common complication of early human pregnancy, occurring mainly during the first trimester of pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. Given this information and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was considered as unrelated to essure. Additionally, non-serious events were reported. This case was regarded as incident, since device removal was required. The outcome of the technical assessment resulted in an unconfirmed quality defect.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.